Event description:
Caller reported a malfunction 199 on the tandem pump, as indicated by the error code displayed. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted with resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to call back if the issue recurs.